Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8840 lot# serial# (B)(4) implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving 889 mcg/ml baclofen at a dose of 230.64 mcg/day and 180 mcg/ml sufenta at a dose of 46.7 mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the drug dose was entered incorrectly during programming a bridge bolus. The old drug desired dose was entered as 2 ,300. The current dose at the time was 230.64 mcg/day and the new dose was 240.99 mcg/day so it likely should have been one of those instead. The rep stated the clinician thinks an error was made, but also made a comment about concerns with the programmer so the rep gave them a different programmer. The rep contacted repair and rather than look at anything with the programmer hardware itself, they suggested the rep could get them a new card. The rep reported that the patient had to be taken to the emergency room (ER) to be treated but is okay now. The programming error caused sudden overdose on (B)(6) 2017 but the patient was okay now. The rep was to get the clinician a new card. Additional information was received from a manufacturer's representative (rep). It was reported that no trouble shooting was performed, the rep contacted repair and was advised to switch out the application card. The rep was not aware of any diagnosis being performed. The patient went to the ER to be monitored for overdose. It was believed that the "old drug desired dose" was entered incorrectly and that caused the overdose. The clinician went to the hospital and turned the device to "minimum rate" to allow overdose to resolve then returned the pump to normal dosing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.